Manufacturer narrative:
(B)(4).

Event description:
It was reported that helix anomaly was noted before the implant procedure. The helix was not extended completely and the physician was unable to retract it also. Lead was not used and was replaced. Patient's condition was good post-procedure.